Event description:
A report was received that the pt would undergo a pocket revision due to discomfort. The physician repositioned the pocket site higher and the pt was reportedly doing fine after the revision procedure.